Event description:
This serious case was reported by a physician and describes the occurrence of arthritis in a female pt who was treated with hyalgan 20mg/2ml for gonarthrosis. About nine months later, the pt received a treatment with hyalgan in the knee and the same day she was found to have pseudoseptic arthritis, redness, warmth, impotence of the joint, and fever which lasted 2 days. Articular fluid was pus-like conatined many polynuclear cells, but bacteriological research was negative. Sedimentation rate=123/125, wbc = 11700, crp = 30,8 mg/l. This pt past medical history includes thyroidectomy, diffuse arthrosis, rheumatoid arthritis since 1997, arthrodesis. The pt was concomitantly treated with cortancyl (prednisone), methotrexate (methotrexate). The pt has recovered within 8 days. Methotrexate was discontinued then a rechallenge was performed with this drug, which was negative, according to the reporter. No further details available. Add'l info will be provided when available.